Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device has been disposed; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that the lot met the specification requirements and no deviations that could affect product quality were found. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.

Event description:
Tr 0147: this patient had a nexsite device placed successfully on (B)(6) 2015. The device was removed on (B)(6) 2015 due to mild catheter malfunction. No other treatment was given and the event resolved.

Event description:
Additional information received from electronic database provider indicated that treatment was provided for this event in the form of one dose of cathflo.